Event description:
It was reported that placement of the proglide suture was attempted in the common femoral artery using the preclose technique before an interventional procedure. The arteriotomy was a 6fr. Reportedly, when advancing to get blood flow, resistance was met. The device was removed and a cut down was performed following the interventional procedure. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.